Event description:
Telemetry confirmed a critical alarm had occurred; the eos (end of service) /eol (end of life) message was noted several times in the logs. The pump did not actually alarm; the message was noted during interrogation and eval of the logs. The eri (early replacement indicator) was 70 months. It was determined that the eos in the logs was related to the date the battery was connected to the pump in mfg. The pump seemed like it was working fine. The pt did not experience any symptoms related to the event. Following the event, "no change noted with pump adjustments (increased dosage)". The device system was used to deliver morphine and baclofen.

Manufacturer narrative:
(B) (4).